Manufacturer narrative:
Correction: this report is to retract 2017865-2021-28516, submitted on 18 aug 2021. This report was erroneously submitted. This device was in back up operation due to end of life (eol) battery status and is not reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker went into backup vvi mode. No intervention was performed and the patient was in stable condition.